Event description:
It is reported that the articular surface would not lock into the tibial plate.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: visual examination found the call to be compressed down, indicating that it did not properly slide under the rail on the tibia plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it in place. It is possible that the problems encountered are related to surgical technique; however, more info would be needed to conclusively make that determination. Eval: the device history records were reviewed and found to be conforming; indicating the device was manufactured, inspected, and packaged to specs. Dimensional analysis found the device to be conforming to print specs. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.